Event description:
One endeavor sprint rapid exchange drug eluting stent was deployed in the proximal lad resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. Approximately 1 year post stent implant, patient suffered a gi bleed. Hemafecia was observed. Ischemic enteritis was confirmed. Patient was re-hospitalized and treated with medication. It is reported that there is no relationship between the product. Zotarolimus, or procedure. Patient is reported to have recovered. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results - (based on the information provided, no root cause can be determined); (gi bleed).